Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had poor technique.

Event description:
Consumer reported complaint for erratic blood glucose test results. Customer's husband, (B)(6), is calling on behalf of the customer. The expected fasting blood glucose test result range is 75 to 100 mg/dl. The blood glucose testing is performed three times daily. The customer reported symptoms of fatigue and dry mouth. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of blood glucose results and reported symptoms. The customer is currently taking medication to manage diabetes. Back to back blood test performed by customer fasting on (B)(6) 2015 10:41 pm produced test results of 304 mg/dl and 146 mg/dl. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 100 mg/dl and 92 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 10/28/2017 and open vial date is month of (B)(6) 2015. The meter memory reviewed for fasting test results (time not set): (B)(6). Customer and his wife share the same meter.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in progress.

Event description:
Consumer reported complaint for erratic blood glucose test results. Customer's husband, tom, is calling on behalf of the customer. The expected fasting blood glucose test result range is 75 to 100 mg/dl. The blood glucose testing is performed three times daily. The customer reported symptoms of fatigue and dry mouth. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of blood glucose results and reported symptoms. The customer is currently taking medication to manage diabetes. Back to back blood test performed by customer fasting on (B)(6) 2015 10:41 pm produced test results of 304 mg/dl and 146 mg/dl. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 100 mg/dl and 92 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 10/28/2017 and open vial date is month of (B)(6) 2015. The meter memory reviewed for fasting test results (time not set): (B)(6) customer and his wife share the same meter.